Manufacturer narrative:
Date of event is unknown. Date of implant is unknown. During processing of this complaint, attempts were made to obtain complete patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided

Event description:
It was reported that the patient experienced discomfort at the ipg pocket site due to recent weight loss. In turn, surgical intervention was undertaken on (B)(6) 2021, wherein the ipg pocket was repositioned, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A1, a3 patient information updated. D1, d4, d6a device information updated. H4 device manufacture date updated.